Event description:
It was reported that catheter break occurred. An angiojet solent dista was used in a thrombectomy procedure. During the procedure, the catheter broke after it was removed from the package. The procedure was completed with another of the same device. No patient complications were reported.